Manufacturer narrative:
Model sold exclusively outside us.

Event description:
According to the initial reporter, during the esophageal dilatation procedure the balloon would not hold air pressure. The same malfunction occurred with a second balloon of the same lot. Ultimately a third balloon from a different lot was used to complete the procedure. The malfunctions resulted in a delay to the procedure and the patient had to be kept under anesthesia 1 hour longer than planned. Report 2 of 2.